Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that both of the patient's leads migrated out of the epidural space due to the patient experiencing two recent falls. Migration was confirmed via x-rays. The patient does not have effective therapy. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the patient's system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.